Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review for the event distal tip torn did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A CAPA was previously initiated for the event of distal tip torn to pursue potential process improvement activities regarding tip expansion. Image was provided by the site, and the following was observed: presence of calcium at patient's left access vessel, undersized vessel (greater than or equal to 5.5mm minimum luminal diameter required for use of 14f esheath), and presence of tortuosity at patient's left access vessel. In this case, reported event of difficulty introducing the esheath was unable to be confirmed as no device and/or relevant imagery were provided. The reported event for distal tip torn was confirmed empirically. As such, available information suggests the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards brazil affiliate, during a left transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were difficulties inserting the 14 fr esheath in the patient, and the team had to use a balloon on the tip of the esheath. During insertion of the commander delivery system, resistance was also felt, but they were able to advance. Post implant, paravalvular leakage was observed, and it was decided to post dilate the valve with a commander delivery system using the same volume. However, the balloon ruptured in the end of the 5 seconds of holding the volume (this event was anticipated). The paravalvular leak was resolved, however, there were difficulties withdrawing the balloon through the esheath, but they were able to remove it through the esheath. At the end of the procedure, the access site was observed to be bleeding, possibly due to a vascular injury. A stent was implanted in the external iliac, and in the femoral superficial. The cause of the bleeding was the limited and calcified diameter, and not thought to be caused by the esheath. The patient was fine and discharged. Upon removal of the devices, the tip of the esheath was observed to be torn. Per report, it was difficult to determine which device was suspected to contribute to the injury since multiple techniques were used and different devices (shockwave, balloon, another sheath before introducing the edwards esheath).